Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as their blood glucose did not exceed 500 mg/dl and the cgm did not read ¿high.¿ reportedly, the customer continued to use the pump for insulin therapy.